Event description:
It was reported by the customer that a bd pyxis¿ anesthesia station es had displayed a blue screen. The customer stated that there was a delay in the dispensing of the medication. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 29-jan-2025 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station was stuck on the blue screen. A field service engineer (fse) coordinated with the customer, performed troubleshooting and diagnostics, found that the station needed to be resynced, checked the device¿s connections and communication, and rebooted the station multiple times to resolve the issue. A technical support specialist confirmed that the issue had been resolved after the fse performed a full synchronization. The system functioned as intended after the field service engineer troubleshot the device.